Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: unk. Flow rate: unk. Procedure: right knee arthroscopy with plica excision. Cathplace: joint space, intra-articular. Pt alleges chondrolysis in right knee following placement of an on-q pain pump after surgery on (B)(6) 2010.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided;therefore, the device history records could not be reviewed. Results: the info contained is from legal document s served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation." As of (B)(6) 2006, I-flow updated the on-q directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On (B)(6) 2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". ((B)(4), rev.e).